Event description:
Same case as MFR #: 2134265-2012-03872. Reportable based on analysis completed on (B)(6) 2012. It was reported that during an unspecified treatment procedure, a balloon catheter was unable to pass over the guide wire. The stenosed target lesion location was unknown. An amplatz super stiff guidewire was advanced to the lesion. The physician attempted to advance a wanda balloon catheter over the wire, but was not successful. The guide wire was exchanged for a second amplatz super stiff, but the catheter still would not advance over the wire. The physician thought there might be an issue with the polymer or the distal tip, but did not visually identify any defects. The procedure was completed with a third guide wire and the wanda balloon. There were no patient complications reported. However, device analysis revealed the wire coating was peeling.

Manufacturer narrative:
Event date: "2 or 3 weeks ago". (B)(4). Device evaluated by MFR: visual inspection of the returned device revealed a bend 3.2cm from the distal tip. The ptfe coating was peeling in sections along the entire length of the wire. Outer diameter measurements taken on undamaged portions of the wire met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).